Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of automatic mode switches. The far r waves are being oversensed on the atrial sense amplitude. The device was reprogrammed and the patient was doing well and would continue to be monitored.